Event description:
Patient presented to the physician with pain due to the ipg moving within the pocket. Physician brought the patient into the or, and upon examination, twiddling was suspected. Physician repositioned the ipg, re-sutured, and closed the chest incision.